Manufacturer narrative:
Device evaluation of monitor sn(B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient was passed away on (B)(6) 2020 at approximately 5:40 pm while wearing the lifevest. It was reported that the patient passed away while in the hospital ICU. Per clinical review of the patient's continuous ECG recordings, the patient was seen in sinus rhythm at 60 pm at 11:31:05 on (B)(6) 2020. The device detected an arrhythmia two times from 10:25:08 to 10:26:12 on (B)(6) 2020 while the patient was see in an idioventricular rhythm at 60 bpm degrading to vf with motion artifact and variable amplitudes and heart rate. Motion artifact, variable amplitudes, and hr prevented the lifevest from treating the patient during this time. The device detected an arrhythmia at 10:27:36, while the patient was in vf. The patient received two appropriate treatments at 10:28:25 and 10:28:59 while the patient was in vf, but the treatments were unable to convert the arrhythmia.  The post-shock rhythm of both treatments was vf. The patient was then treated again at 10:29:38, while the patient's rhythm was obscured by CPR/motion artifact, however vf was seen immediately prior to the treatment delivery. The patient's post shock rhythm was vf with CPR/motion artifact transitioning to bradycardia at 25- 30 bpm. The device detected another arrhythmia at 16:01:20, while the patient was seen in sinus bradycardia at 50 bpm with pvc's. The device detected another arrhythmia at 16:04:11 while the patient was in vt at 160 bpm. The patient received a treatment at 16:05:17 while the patient was in vf. However the treatment did not convert the patient's arrhythmia and the patient's post shock rhythm was vf with CPR/motion artifact transitioning to asystole. The device detected an arrhythmia at 16:06:08, while the patient was in asystole with CPR/motion artifact. The device then detected asystole at 16:09:53 while the patient was seen in an idioventricular rhythm at 70 bpm. The patient was seen in asystole with CPR/motion artifact until the electrode belt was disconnected at 16:18:02 on (B)(6) 2020.